Event description:
Per the audiologist's report, an integrity test in 2007 confirmed that the patients cochlear implant system was functioning with specifications. Reportedly the patient used the device until approx one and a half months later when she reported pain at the implant site and dizziness. The patient discontinued use of the device. Five days later, the patient complained that the implant site was sore and that sound was too loud. The device was reprogrammed. Four days later, patient resumed use of the cochlear implant system. Reportedly, a CT was done and read as showing the receiver/stimulator in place and the array "in attic". A short time later, she reported pain, dizziness and nausea. Explant/reimplant surgery was scheduled for ten days later.

Manufacturer narrative:
This type of event is addressed in the device labeling.